Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection and functional testing were performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. The root cause of the event could not be determined as engineering was unable to replicate the event. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: sleeve gastrectomise translation ame: "I was present during the use of the device. During the first activation, on the greater omentum, the generator functioned with discontinued sounds, and then a continuous sound to indicate that the cycle was complete. After this, the surgeon activated the blade. It seems that the coagulation hadn't worked, there was bleeding, on the side of the stomach. The surgeon did not want to continue using the device. The device is at the pharmacy, they are awaiting the box and a return receipt to have the device analysed." Patient status: did a patient injury or illness occur associated with the complaint event? No.